Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number - k101880.

Event description:
Healing collar would not completely thread down.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,mcol mg,4.7mm,11m (tsvmwb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth site 19 and remains implanted. The event took place the day of implant placement. Document type(s) reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 6 ¿ complete seating with the appropriate instruments; page 9 DHR review was completed for the subject lot number 63233932. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63233932) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction not seating did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.